Event description:
It was reported that a novum iq large volume pump did not have methylprednisolone in the drug library. The drug could not be found during an unspecified process step in the surgical unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed; however, the reported issue of a drug missing from the drug library will be detected during programming/setting up of the pump. The reported issue can lead to delay of therapy which is unlikely to cause or contribute to death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.